Event description:
During a chiropractic exam when dr applied force on my back as I was lying on exam table, I felt a stabbing pop in my breast. Since I had implants was concerned. But my breasts did not reduce in size right away but my inflammation, pain and other health issues worsened, increased over 2 year period. I went to pcp/pa's, gastroenterologist, rheumatologist, ent, eye drs, plastic surgeon - tests came back normal. Yet I steadily got sicker, more meds rx'd. I was becoming so pain, wrecked and bedridden. Nothing was working. En bloc explanted my, per MRI (B)(6) 2017, ruptured leaking silicone implants of 40 years. The ones (B)(6) said were "safe/last a lifetime". They were no longer round but had folded over into a lemon shape. Dr (B)(6) of (B)(6) did the most difficult precise microsurgery of removing my implants surrounded by the capsules that had become greatly calcified, capsular contraction 3/4 levels. My breasts were painful, my arms had difficulty being lifted to do simplest tasks of showering and washing hair, possibility of lymph node invasion of silicone. My snot when dried an hour on kleenex sparkles in light. Every office is dried- my eyes, ears, nostrils, mouth, my teeth have been affected, vagina, etc. Packets of silica found in vitamins and packaging come with warning: do not eat, poison. Why would you ever allow such items made up of and shell encasing to be replaced in humans right over main organs? These devices are not safe, are not lifesaving and never should have been allowed. I had these devices in my body at (B)(6) medical / (B)(6) - 40 years of these poisons, chemical deteriorating inside me, leeching throughout my body. I was treated as if I were an old, fat, crazy, lazy hypochondriac. Have spent (B)(6) plus in dr visits, tests to no avail. My list of 50+ health issues included: hair loss by handfuls, dry eyes, dry itchy ears, unexplained weight gain of 100 lbs, itchy dry mouth, itchy dry throat; hidden tooth decay, (more $$$ spent) and I get my teeth cleaned every 3-4 months; nose issues, sinus problems; brain fog, neck pain, shoulder pain, upper extremity pain - both left and right arms; constant swelling in forearms from wrist to elbow; specialists at loss to explain, back pain, nothing touched, gallbladder attacks, decades of diarrhea daily, weekly; breast pain in both sides, nipples turning downward, and in, breast changed shape from round to oblong, sideways, lemon shape; rashes appearing on neck, chest, back, patchy dry skin all over, hip pain, both side, elbow pains; knee pains, female problems, benign tumor, cysts; partial hysterectomy 1994. Migraines for 2 decades, 20'sx30's, problems with blood cells shape, dr sought I had leukemia; ana, autoimmune problems with body and blood in 2017. I had beautiful o negative blood, the universal donor. I could not give, week of (B)(6) 2017, after worst mass shooting here in (B)(6). Anxiety, insomnia, sleep apnea, snoring; sciatica issues, both sides, hands were like claws upon awaking, painful all time, unclenched my late afternoon. Feet swollen, painful, felt like walking on shards of glass. Frequent urination, decades of yeast infections. Bloodshot blurry eyes, red eyes. Asthma issues, deep ridges finger, and toe nails. Grey/ yellow pallor to skin. Whole body inflammation, high blood pressure. Feeling looking ancient. Loss of feeling full when eating; collagenous colitis per gastroenterologist and colonoscopy. Out of the blue fingers twisting, freezing. Weakness in hands and arms, etc. Day of explant, 12+ issues diminished. I have woken up with flat unpainful hands everyday since (B)(6) 2017. My hair brush had 2 hairs at week ends instead of 200. Eyes cleared up, were white again, pain stop.